Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. For the past cartridge change, the contact did not remove the o-ring, was able to complete the load process successfully, and resumed insulin delivery. The most recent cartridge change, the contact removed the o-ring, successfully loaded a cartridge, and resumed insulin delivery. There was no impact to the user¿s blood glucose level.